Manufacturer narrative:
Additional information was added in d9 (date device returned to manufacturer). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
D6a and d6b implant and explant dates were reported incorrectly on the initial report that was submitted as the automated impella controller is not implanted/explanted in the patient. Additional information received indicates that the case was initiated at north alabama medical center, where an impella cp device was implanted for hemodynamic support. The patient was subsequently transferred to the university of alabama at birmingham for escalation of care. No evidence of limb ischemia was reported or clinically observed during the patient¿s course at north alabama medical center. Escalation of support to an impella 5.5 device was performed only after transfer to the university of alabama at birmingham. Root cause: the reported purge cassette detection issue on ic2003 was determined to be a purge disc detection issue. The purge disc flag was observed to be broken and was the root cause of the inability to detect the purge disc.

Event description:
The user facility reported that critical care transport went to pick up a patient from an outside facility and when the transport team tried to switch over to a different automated impella controller, it gave them a "purge cassette not detected error". The procedure outcome was successful with another device. This is one of multiple related reports. This report addresses the automated impella controller used with an impella cp. Other reports will be submitted to address reportable events associated with related devices.

Manufacturer narrative:
The automated impella controller was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.